Event description:
The physician reported that pci was performed for the cto lesion in a tortuous rca distal. The physician reported the guidewire was trapped in the reported device during the procedure. The devices were withdrawn together. The thrombus was on the device. The physician completed the procedure with a different device. There was no allegation of harm.

Manufacturer narrative:
The device in question will not be returned to boston scientific for further investigation as it was discarded at the hosp. Boston scientific requested add'l info regarding the alleged event. Based on the info provided, it was verified that the guidewire was introduced through the distal tip as opposed to through the hub. The directions for use (dfu) states "carefully insert guidewire into catheter hub either directly or via guidewire introducer," the dfu also states the order in which the guidewire, infusion catheter and guiding catheter are to be assembled "open rhv thumb-screw and carefully introduce infusion catheter and guidewire assembly through the guiding catheter." Also continuous flush was not maintained. The dfu states "precaution: in order to achieve optimal performance of target therapeutics infusion catheters and to maintain the lubricity of the hydrophilic surface (if applicable), it is critical that a continuous flow of appropriate flush solution be maintained." The root cause of this complaint has been determined to be user related as continuous flush was not maintained as per the dfu and the guidewire was introduced through the distal tip as opposed to through the hub as stated in the dfu. The device history record (DHR) was reviewed and shows no component issues that are relevant to this complaint. A review for similar complaints within the batch number showed one other complaint that is not related. Similar complaints have been reported and confirmed for this issue. A user related root cause has been identified and CAPA 0537 raised to address the issues. This complaint falls under the scope of this CAPA and will address the actions for this complaint. The defect will continue to be monitored.